Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that fluoroscopy was done on the patient, which noted an externalized conductor on the right ventricular lead. The patient was in stable condition and no revision was performed.